Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm approximately one month ago. The vessel morphology was reported as the proximal neck was angulated approximately 45 degrees anterior/posterior and had significant circumferential thrombus. The access vessels were heavily calcified and severely angulated (60-85 degree angulation). It was reported that during removal of the delivery system, the super-stiff guidewire became trapped within the capture mechanism. When recapturing the tapered tip with the graft cover, it was noticed that the wire was moving downwards along with the tapered tip. The physician re-advanced the tapered tip by rotating the thumb wheel in an attempt to free the wire, however the wire was stuck/attached to the tapered tip sleeve. The decision was then made to recombine the capture mechanism and then to continue recombination of the tapered tip and graft cover while feeding wire. Once the tapered tip and graft cover were recombined, the delivery system was slowly removed from the patient while feeding wire. Once the delivery system was outside the body, the wire was cut with scissors, leaving approximately a ¼ inch of wire still stuck to the sleeve. After cutting off this portion, there was still a significant amount of floppy guidewire left and there was no sharp edge. The wire was then removed from the patient without any injury. The cause for the wire getting caught within the capture mechanism was due to the wire being too low. Typically, the distal end of the wire is kept at the level of the descending thoracic aorta; in this case the wire was 1 cm above the renal arteries prior to removal. In addition, at the end of the case there was a slight proximal type I endoleak. The physician believes the endoleak will resolve on its own since it was so small. The patient was given 12,000 units of heparin and the hospital has very good visualization, which is potentially the only reason they could see the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (removal difficulty, endoleak); incorrect technique/procedure (mis-positioned guidewire). Conclusion: operational context contributed to event (mis-positioned guidewire).